Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 17 months ago. Aneurysm morphology was not reported. The aortic neck was conical in shape, short in length at 15 mm and 45 degree angulation with mild calcification. The pt presented for a routine follow-up on and there was a proximal type 1 endoleak found. It was reported that at the time of initial implant the bifurcated stent graft was implanted a few mm lower than intended. The physician implanted a 32 mm talent cuff, modeled the aortic cuff with a reliant balloon and the endoleak was resolved. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Results: (inaccurate stent graft delivery), (conical in shape, short in length, 15 mm and 45 degree angulation). Conclusion: (conical in shape, short in length, 15 mm and 45 degree angulation, (inaccurate stent graft delivery).